Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. Additional reagent lot # 78914jn00, expiration date: 06/04/2010 as part of the investigation a review of the manufacturing and testing documentation was performed. The review did not identify any issues during manufacture. Results obtained from testing of three architect total b-hcg reagent kits (lots 77900jn00, 78914jn00 and 79913jn00) demonstrate that all three reagent lots were capable of calibrating and accurately recovering various concentration of b-hcg in both routine and stat mode. Architect total b-hcg controls values were within control package insert specifications, and panel values also met pre-defined criteria demonstrating acceptable performance. Testing of two returned patient specimens reproduced the customer's report of falsely elevated results for the returned samples when tested neat (undiluted). In an attempt to determine if the elevated b-hcg results were due to interference in the patient samples, linear dilution was performed on one of the returned patient samples. A non linear result was obtained thus indicating the possible presence of an interfering substance in the patient sample. False-positive serum hcg results are usually due to interference by non-hcg substances or the detection of pituitary hcg. Some examples of non-hcg substances that can cause false-positive results include human lh. Both lh and fsh hormones are commonly used in ivf. The issue is addressed in product labelling. Interfering substances (such as heterophilic antibodies, non-specific proteins, or hcg-like substances) may falsely depress or falsely elevate results. If the hcg level is inconsistent with, or unsupported by, clinical evidence, results should be confirmed by an alternate hcg method. In conclusion, the reason for elevated results was determined to be due to interfering substances in the patient samples. The investigation performed concluded that there was no product deficiency associated with the performance of either architect total b-hcg reagent kits (lot number 77900jn00; lot 78914jn00) and the investigation demonstrated that safety, effectiveness and label claims were met. This is the final report.

Event description:
In 2009, the customer reported that an in-vitro fertilization patient had aborted (missed abortion) 10 weeks ago. It was reported that the patient was still having bleeding. The patient had been monitored for total b-hcg levels. Between a two month period in 2009 b-hcg levels continued to show elevated results of approximately 20 miu/l. During this time, the patient had been given methotrexate (74 mg). The following month, a doctor questioned an architect total b-hcg result for this patient tested ten days ago. The customer reported that architect total b-hcg results for this patient were elevated compared to results obtained using alternate test methods. Based on pelvic scans, ectopic pregnancy could not be ruled out. No further impact to patient management was reported related to this issue.